Manufacturer narrative:
It was reported that leakage were observed on the burette set and 0.2 micron filter extension set during an infusion. Received one used extension filter set model 20027e lot 20016601 in one chemotherapy labeled bag. Attached to the extension set¿s male luer is one spiros adapter. The chemotherapy labeled bag was received with a note ¿contain trace amount of chemotherapy (doxorubicin, vincristine, etoposide).¿ the burette set that was reported by the customer was not returned for evaluation. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Residual light colored fluid was observed within model 20027e¿s 0.2 micron adult filter (p/n 10012217) and throughout the set. Further inspection under magnification observed evidence of leakage at the filter¿s bottom air vent. No anomalies or evidence of damage were observed on the filter or the set upon initial visual inspection. Functional testing was performed by attaching the set to a 10 ml syringe filled bleach water . An 18-gauge cannula was attached to the spiros adapter connected at the extension set¿s male luer. The set reprimed and it was observed that small droplets were observed leaking from model 20027e¿s 0.2 micron filter bottom air vent (termed ¿weeping out¿), confirming the customer¿s report. No other leaks or anomalies were observed. Bd r&d has been informed of the component failure and is currently investigating the issue. R&d actions are underway captured under project pe00483. Equipment used (inspection performed on 24jul2020) optical ram-cnc, eq08204, calibration due date: 12aug2020 a device history record for model 20027e with lot number 20016601 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 23jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material no: 20027e, batch(lot) no: 20016601. It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material no: 20027e batch(lot) no: 20016601. It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.